Event description:
Allegedly, eprd reported 19 new complications for profemur® gladiator femoral component first revision (4 infection, 3 dislocation, 1 peri-prosthetic fracture, 2 aseptic loosening, 3 others, 6 unknown). No further information was reported. This incident is capturing 6 unknowns.